Manufacturer narrative:
The insulin pump not received stuck in manufacturing mode. The pump was unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, missing serial number label, cracked keypad overlay at select button and minor scratched lcd window.

Event description:
The customer reported via phone call that there were missing pieces on top of reservoir compartment. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump was returned for analysis.